Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a surgical procedure, a femoral tunnel was performed, where a screw biosure regenesorb was going to be positioned with its respective screwdriver, however it did not fit properly, therefore the physician decided to use the fixed screwdriver, but the same issue persisted, not allowing the complete insertion of the screw. After trying several times, the orange handle of the biosure was used, the screw entered completely in the handle, but at the moment of placing the screw in the femur, it stopped advancing, even after force was applied it to push it. The screw seemed to roll, therefore, it was tried to be withdrawn, but the distal part of the screw broke and came out. An attempt was made to remove the entire screw, however it was not possible to extract it, remaining inside the femur, approximately 60% of the implant. Surgery was completed as mentioned with a non-significant delay, with the reported device. Patient´s health condition was not affected and no further complications were reported.

Manufacturer narrative:
A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states no clinically relevant supporting documentation was provided for inclusion in this medical investigation, a thorough medical investigation could not be performed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.